Manufacturer narrative:
The returned device was evaluated. Inspection found a broken bending section skeleton that punctured the bending section a-rubber causing a leak. In addition, the broken skeleton attributes to the excessive broken fibers found in image. Evaluation noted that the phenomenon was due to excessive force. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device bending section was broken. The issue occurred during an unknown event. There was no patient involvement associated on this reported event. No user injury reported. Device evaluation found broken bending section skeleton that punctured the bending section a-rubber .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation, the cause of the suggested event cannot be specified, from the device evaluation findings, it was presumed that the user manipulated the device so as to apply excessive stress to the bending section, which damaged the bending tube: device inspection result shows breakage of the bending tube. IFU (instruction for use) says that the bending section may be damaged by inserting the insertion section with excessive force. As stated on the IFU the user manual states: precautions : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU description: ·do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. ·do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor complaints for this device.